Event description:
A change in in-situ measurements was noted at one of the latest appointments of the user. The family reported that the user_s discrimination with his left ear has recently decreased. The user has been re-implanted on (B)(6), 2021.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a recent routine programming appointment, a change in telemetry was noted. The family reported that the patient's discrimination with his left ear has recently decreased.